Event description:
It was reported to philips that the device's ibp (invasive blood pressure) is working intermittently. It was reported that the deice was in use at the time the reported problem was observed. However, no adverse patient impact was reported by the customer.